Event description:
This is filed due to report a stroke, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with leaflet prolapse, flail, and ruptured chordae. One mitraclip was implanted without a device deficiency, reducing the mr to grade 1+. On (B)(6) 2022, the patient was hospitalized with transient confusion and disorientation. Per imaging, small subacute infarctions within the left cerebellar hemisphere and chronic lacunar infarctions in the cerebellar hemispheres were observed and an ischemic stroke was diagnosed. Medications were provided as treatment. On (B)(6) 2022, the event resolved and the patient was discharged from the hospital. On (B)(6) 2022, the mr was graded 2+. Per physician, the mitraclip remained stable and well seated and there was no device related tissue injury observed. There was no report or indication that the recurrent mr was device related. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral regurgitation and cerebrovascular accident are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported cerebrovascular accident cannot be determined. The reported mitral regurgitation however, appears to be due to patient conditions. Medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.